Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture and poor sensing during a post implant follow-up appointment. It was determined that the lead dislodged. The patient underwent a revision procedure and this lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.